Manufacturer narrative:
(B)(4). Diligence is in process to determine whether the product is available for evaluation. The investigation is in progress. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial total knee arthroplasty, the pad of the impactor instrument fractured during impaction. There was no patient impact and no adverse events have been reported as a result of the malfunction. Due diligence is in progress for this event; to date all available information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; g3; h2; h6; h11. Visual examination of the provided photograph identified a femoral impactor pad. There is no evidence of a broken, fractured, or chipped impactor pad from the photograph alone. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Attempts have been made to gather all product identification information, and no further information has been provided. Root cause was unable to be determined. Reported event was unable to be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a routine inspection prior to surgery, the pad of the impactor instrument was found to be fractured. There was no patient involvement and no adverse events have been reported as a result of the malfunction.